Event description:
Event description guidant received information that during the implant of this implantable lead, a dissection occurred. The physician was unable to determine if it was the lead, the guide catheter or the guide wire that was involved in the dissection. It was reported that the patient had very tortuous anatomy, making left ventricular lead placement difficult.